Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of degenerative disc disease and spinal pain. It was reported that the ins was replaced because there was an elective replacement indicator (eri). It was reported that the patient was receiving good therapy through christmas day, at which point the battery depleted. The patient did not charge the ins because they knew it was to be replaced on (B)(6) 2017. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They reported the battery had gone into overdischarge and had died around christmas. The patient had tried recharging the ins after it died but it would not charge. The patient's weight at the time of the event was also obtained. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They reported the customer discarded the explanted ins; it will not be returned to the manufacturer for analysis. No further complications were reported or anticipated.